Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical signal issue: it was reported that the placement signal not reliable (psnr) alarm triggered during case start. Pump position was confirmed, and neither the pump nor console were swapped out due to the issue. Data logs were reviewed and the psnr alarm was confirmed. During case start, after the pump was connected but before going in the body, there was a sudden drop of signal-to-noise ratio (snr) to 0, contrast dropped, but its amplitude increased slightly, lamp increased to 100%, gain increased, and light appears to have dropped just slightly on the lt log. The placement signal does not return for the remainder of the case. The signatures seen in data logs could be indicative of several causes. Product was not returned for investigation. Since data logs were inconclusive and product was not returned for investigation, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella cp support and, during support, there were placement signal unreliable alarms. Support continued. The patient eventually expired while on support.